Event description:
I purchased the breath right nasal strips extra strength clear and I only had the product on for about 20 minutes and I was left with a bruise on my nose and on the instructions it has no mention of a bruising side effect. It mentions irritation and redness but nowhere in it does it talk about bruising. I am concerned about this as I have an interview to go to and I was left with a decent bruise on my nose from a product I thought I could trust. Suppose to help open your nose to help you sleep.